Event description:
The customer reported out of range normal control solution test results with test strips. On 12/12/96, she opened the first bottle from a box of fifty and obtained a normal control solution result of 171 mg/dl. The customer immediately called the co customer support line and, with the rep, performed two back to back normal control solution tests. The results were 174 and 177 mg/dl versus a normal control solution range of 110-164 mg/dl. The control solution, normal control solution, lot # vj315, expiration 10/97, was opened 12/09/96 and was shaken vigorously before the sample was applied. A check strip test was performed with the rep. The result was 88 versus a check strip range of 70-96. The desiccant is in the open bottle. The customer stores the test strips in the bedroom.